Event description:
It was reported that on remote monitoring the device was showing to be at elective replacement indicator (eri) and that battery and lead measurements were not available. It was determined to be a software glitch so new software was uploaded to the device and there were no more issues with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.